Event description:
Customer reported a low blood glucose event. The paramedics were called to the residence. Customer was found outside passed out. Family attempted to give customer juice; however, she was not responding. The paramedics gave her glucose gel and it worked really fast. Customer also drank orange soda. The blood glucose rose to 93 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.